Event description:
It was reported the patient needed to have an magnetic resonance imaging (MRI) of their brain because they had chronic migraines and seizures. It was noted the patient¿s device was implanted for chronic migraines. The MRI was to update the patient¿s healthcare professionals (hcps) on their current medical situation. It was reported that the patient was having the MRI to try to find out the reason for their seizures.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).